Event description:
It was reported the patient's s1 lead had migrated causing ineffective therapy. The issue was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient had their drg system explanted and an scs system implanted to address the issue.